Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) hadn't used their implant in probably 4 years. Pt said that they stopped using the therapy because their back wasn't hurting anymore and they forgot to even charge the implant, so the battery "died". Pt said that probably 2 years ago they went into the doctor because their back was hurting again and the rep couldn't get the implant battery to charge; pt didn't remember the rep's name. Pt said that the rep mentioned that the implant battery went "dead" and they would need a new one put in. Pss documenting past event that was reported by the pt on the call. Caller reports patient is scheduled for MRI of brain. Additional information was reported that the patient hurt their knee a few weeks ago and so they were scheduled to have a MRI (pt did not allege that this was at all related to the mdt device/therapy), but the ins was completely dead. Pt stated that they went back to health care provider (hcp) and there was a mdt rep there with them probably two or three years ago, but they could never get the ins charged since they let the ins go for too long without being charged. Pt stated that they were going to have the ins removed, but their insurance wouldn't cover the cost.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.